Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited damage to the charged coupled device unit and the specified resolving power was not obtained. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the specified resolving power was not obtained due to damage to the charged coupled device unit. The most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.